Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has experienced their front teeth are pushed too far forward and bottom teeth are still tilting to one side. Their bite is uneven. Additional information requested from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.